Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-paced t-wave oversensing was observed. No additional documents were provided for further assessment. The patient was going in to the surgery for unknown reason. Programming changes were made. No further information is available at this moment.

Event description:
New info received: an asymptomatic patient presented via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended to be discussed with the physician. No further information available.